Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 4.0 x 28 mm, eccentric, de novo target lesion with a bend of between of 45 and 90 degrees was located in the mildly calcified proximal to mid right coronary artery (rca). After pre-dilatation was performed with a 2.5 x 20 mm maverick2 balloon catheter, a 4.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the proximal portion of the stent struts were found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.